Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 2 days post-implant intermittent loss of capture was observed via remote transmission. The non pacer-dependant patient was asymptomatic. Threshold testing results and chest x-ray were normal. There were no adverse consequences to the patient. At a subsequent follow-up there were no issues.